Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.